Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing. The tubing set was being used to deliver an unspecified volume of total parenteral nutrition, at an unspecified rate, via a symbiq pump. After an unspecified length of time, an unspecified volume of air was noted in the tubing. It was reported the nurse was able to removed the air. No air was delivered to the patient. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.